Event description:
"Immediately following implant, the surgeon noticed a paravalvular leak. The surgeon felt the problem would take care of itself". St. Jude medical's rep stated that the paravalvular leak was "not valve related". Two years and 11 months postop, the valve was explanted due to paravalvular leak.